Event description:
Gastric pacemaker that had recently been repositioned, came loose again and slipped back to its original subcutaneous pocket. The pt was taken to surgery for fixation of the pacemaker generator on the abdominal wall.